Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm and was unable to load a cartridge or resume insulin. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer was at a high altitude in hot conditions. During follow up with tandem technical support the customer was not able to clear the alarm after five hours. It was indicated that the customer would use pens as alternative insulin therapy.